Event description:
It was reported that a patient had a device removed 6 years ago, due to pain. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Event description:
Additional information received reported the patient had all their stimulation products removed from their body. The device was reprogrammed multiple times and it never helped with the patient's pain. It was then removed. Upon removal, a 'giant pocket' of infection was found around the implantable neurostimulator (ins). It was stated the patient had external redness at the ins site. The patient received topical cream and antibiotics for the infection. It was further noted the ins was not removed for infection as they did not know about infection until the removal of the device. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).